Event description:
When placing 18ga bd insyte autoguard shielded IV catheter in left basilic vein IV went in without difficulty - retracted needle and catheter came with the retraction and green piece fell off arm. IV pitc-pressure held to be sure the needle covering was not in the vein.